Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint devices are not being returned, therefore are unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that two of the customer's tacit quick anchors pulled out of the bone hole during an unknown procedure. He stated the first anchor pulled out while the surgeon was testing the suture strength. He took that anchor out and used another anchor in the same bone hole with no problem. In another bone hole, a second anchor pulled out while the surgeon was tying a knot with the sutures. He also took that anchor out of the bone hole and inserted another anchor to complete the procedure with no patient consequences. There was a 20 minute delay and both anchors were discarded by the customer. The sales rep was not sure of the bone quality but stated it was a male in his 50's and it was not a revision surgery. No further details were available. Please see also medwatch report 1221934-2018-51324.